Manufacturer narrative:
The 3 devices were not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history lot # review could not be conducted because no lot number(s) was/were identified. Updated information in d9.

Event description:
It was reported that a tego was found to have a damaged silicone causing an issue with the locking mechanism. The report stated that the team had a home hemp dialysis patient who had an issue with tegos and using a swab cap. The lot numbers for the tego and swab caps are unknown. The issue was strictly with the tego and not with the swab cap. The tego was found to have the silicone covering ¿pushed in¿ causing an issue with the locking mechanism. Two patients had the same issues. Both patients were unable to dialyze that day and had to have new tego caps applied the following day. The issues happened when attempting to access the hemodialysis central venous catheter during treatment. This happened at least 3 times for patient one. This report is for patient 1. No additional information is available.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.